Event description:
In 2008, a pt contacted lifescan (lfs) alleging that an onetouch ultra meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The pt tested her blood glucose twice a day and manages her diabetes with insulin (usually requiring no dose adjustments). On eight days earlier at 8 am, the pt reportedly noticed that the subject meter would not turn on. As a result of the alleged meter issue, the pt claimed that she did not do anything different in terms of her diabetes management. Sometime after the reported meter issue, the pt reported the following symptoms "feeling funny, sleeping more, excessive thirst, frequent urination and fatigue" but stated that she did not seek medical intervention. She claimed that she only tested on the subject meter and that there were no other meters to test her blood glucose with. The patient's product has been replaced. At the time of troubleshooting, the csr verified that the pt was not using the correct test strips to test the meter with. This was not a new out of box product and there was no meter trauma. This complaint is being reported due to the following conclusions: the patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.